Event description:
During an unknown procedure, it was reported the spring jammed on the trocar when usage attempted. The obturator blade, hence, would not project out from the safety shield. Trocar was reset but spring jam occurred again. Trocar then was not used or attempted to be used again. Another instrument opened to complete case. There was no consequence to the pt.